Manufacturer narrative:
Device evaluated by MFR: the device was evaluated by a cross functional team. A kink, wrinkle, broken fibers and a breach to the outer jacket were present on the turbo-power''s working length, 70.5 cm from the device''s distal tip. A broken fiber and breach to the outer jacket were confirmed 50 cm from the distal tip. Additionally, a broken fiber was present 56 cm from the distal tip, but no breach was present in this area. There was no additional damage observed along the length of the device. No design, use or process related failure was identified. It is unknown where, when, or how the device damage occurred; therefore, the cause of the damage could not be established. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A peripheral atherectomy procedure commenced to treat a moderately calcified fibrous lesion in the patient''s proximal superficial femoral artery (sfa). The physician chose to use a spectranetics turbo-power laser atherectomy catheter to treat the patient. During use, the turbo-power broke on the working length outside of the patient, due to resistance encountered when the device was being advanced distally. The physician believed the cause of the resistance was due to the lesion present within the vessel. The turbo-power was removed, a 3 mm angio balloon was used to create a pilot channel, then a new turbo-power was used to successfully complete the case with no reported patient harm. This event is being reported for unintended radiation exposure, potential for harm.